Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer request to interpret logfiles associated with a date and time between (B)(6) 2024 at 0000 to (B)(6) 2024 at 2100. In additional follow up bd learned that registered nurse changed dilaudid pca syringe with rns at 1333. 1mg prn IV dilaudid bolus given at 1611 and 1808. Registered nurse handed off pca pump to shift change rn at 1905. Pca pump noted that syringe reservoir had 36.4 mg remaining as opposed to 44.7 mg. Charge registered nurse's notified at 1910. Upon assessment of the pump with 4 registered nurse's, the syringe does contain 45cc of dilaudid. Under event history, the brain(pcu) noted the syringe set up as a monoject 35ml with a reservoir 41.5443 ml. However when registered nurse's checked the pump this syringe was not an option. The 50ml/50mg was selected. There was patient involvement but no harm.